Event description:
The complainant has reported that the patient underwent therapeutic placement of a prefyx mesh sling in 2006. Upon follow up physical examination the patient was presented with erosion of the device into her vaginal wall. The patient is being monitored and is expected to have the device removed at a later date. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.